Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer received a result of 160 mg/dl on the active system and a result of 90 mg/dl on a lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.